Event description:
During the investigation, an unknown abutment was found. It did not disengage from an unknown implant.

Manufacturer narrative:
Multiple MDR reports were filed for this event. Please see associated report: 0002023141-2022-00415. Zimmer biomet complaint number: (B)(4). Patient identifier: unknown / not provided. Age and date of birth: unknown / not provided. Patient sex was unknown. Female was chosen in error. Unable to remove. Patient weight: unknown / not provided. Date of event: unknown / not provided. Brand name: unknown / not provided. Catalog and lot number: unknown / not provided. An unknown abutment wouldn¿t disengage from the unknown implant. Based on the evaluation, the device malfunction has occurred (does not disengage/release). There is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR and complaint history review could not be performed since the item/lot numbers were not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. The unknown abutment could not be disengaged from the unknown implant. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are parafunctional habits of the patient over the implantation period 9 years, 6 months. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.